Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further specified as poor hygiene. Peritonitis was manifested by turbid effluent and abdominal pain for two days prior to the diagnosis. The patient was hospitalized for this event. The patient was treated with cloxacillin (intraperitoneal, duration ¿ fourteen days, dose and frequency not reported) and gentamycin (intraperitoneal, duration ¿ fourteen days, dose and frequency not reported) for the event. At the time of this report, the patient was recovered from the event. The action taken with peritoneal dialysis therapy was not reported. The patient and the caregiver were retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.